Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed in the primary sensing vector. The patient was brought in for testing and the noise was unable to be reproduced. The s-ICD was reprogrammed to the secondary vector. Boston scientific technical services (ts) was consulted and reviewed the available data. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options including possibly obtaining an x-ray. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed in the primary sensing vector. The patient was brought in for testing and the noise was unable to be reproduced. The s-ICD was reprogrammed to the secondary vector. Boston scientific technical services (ts) was consulted and reviewed the available data. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options including possibly obtaining an x-ray. The s-ICD and electrode remain in service and no adverse patient effects were reported.